Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that the needle portion of the device broke off when the cap was removed. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 2292471. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breaks off bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that the needle portion of the device broke off when the cap was removed. No health impact or consequence reported.